Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that, the customer reported via letter that the insulin pump alarmed hardware low level failures in alarm history. Customer¿s blood glucose level was 111.6 mg/dl at the time of the incident. Customer is able to complete pump rewind. Fill cannula was not recorded in daily history. The self- test was performed and the result is passed. Customer advised to monitor the pump and to call back in case they encounter further hardware low level failures alarm. Customer was advised that the pump will not be returned for analysis.